Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately sixteen years and one month post deployment, computed tomography studies demonstrated that there was caval perforation by the inferior vena cava filter and found a 6 o'clock fractured strut fragment. There was also grade 4 perforation in the superior aspect of the l4 vertebral body by 6 o'clock fractured strut fragment. Grade 3 perforation by the 3 o'clock strut extending of about 6.10mm to the periphery of the abdominal aorta. Grade 3 perforation by the 5:30 o'clock strut extending of about 9.90mm to the l3 prevertebral soft tissues. Grade 4 perforation by the 7 o'clock strut extending of about 11.90mm into the l3 vertebral body. Grade 3 perforation by the 2 o'clock strut extending of about 12.10mm grade 3 extending to the periphery of the abdominal aorta. 5 o'clock strut showed grade 2 perforation of about 12.80mm. There was no tilt or migration and the posterior fractured strut was found within the superior l4 vertebral body. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava and filter limb detachment. A definitive root cause for the alleged perforation of the inferior vena cava and filter limb detachment could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4(expiry date: 05/2007). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient undergoing gastric bypass surgery. At some time post filter deployment, the filter struts detached and perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient undergoing gastric bypass surgery. At some time post filter deployment, the filter struts detached and perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.